Event description:
It was reported that during the pre-test checked the foley catheter balloon and it inflated normally. After the operation, there were no issues, and it remained secured. However, once the patient returned to the ward, spontaneous detachment occurred and then tried inflating the balloon, and it inflated without any problem, so we could not determine the cause of the malfunction.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. Instructions for use were reviewed for this investigation. The reported event is addressed within the labeling, and it states: visually inspect the product for any imperfections or surface deterioration prior to use. Catheters should be replaced in accordance with the cdc guideline "guideline for prevention of catheter-associated urinary tract infection". At the onset or first signs of a urinary tract infection, catheter encrustation, or any other catheter-related adverse effect, the catheter should be replaced. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. A DHR could not be performed since no lot number was provided. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Initial reporter name:(B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pre-test checked the foley catheter balloon and it inflated normally. After the operation, there were no issues, and it remained secured. However, once the patient returned to the ward, spontaneous detachment occurred and then tried inflating the balloon, and it inflated without any problem, so we could not determine the cause of the malfunction.